Event description:
It was reported that during attempted insertion of the iab, resistance was met after 2/3 of the iab passed through the sheath. The sheath and iab were removed together. Another sheath and iab insertion was not attempted. There were no pt complications.